Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Manufacturer narrative:
The customer¿s report of a dextrose over-infusion was not confirmed. The pcu log showed that the pcu was powered on at 12:36am on (B)(6) 2015 and the source syringe module was attached as channel a. At 12:37am the user programmed a basic infusion. Selecting a monoject 60ml syringe, a rate of 6.9ml/hr and a vtbi of 6.9ml, and started the infusion. The device recorded an initial primary volume infused of 0ml. Over the next 39 hours the user programmed various rates between 3ml/h and 6ml/h. The vtbi values programmed were never more than double the hourly rate. The log indicates that the syringe was replaced at 8:59 am and 10:50 pm on (B)(6) 2015 and again at 12:37 pm on (B)(6) 2015 as reported by the customer. At 12:39 pm a program was started at 6ml/h with a vtbi of 6ml. This was repeated at 1:42 pm and 2:41 pm. At 2:59 pm the rate was changed to 3ml/h and at 3:42pm the user powered off the syringe module. The device recorded a primary volume infused of 181.115ml. Review of the syringe module error logs could not confirm any errors on the day of the reported event. There were no issues observed upon inspection of the syringe module. Syringe module accuracy testing was performed and testing indicated that the syringe module was performing as designed and passed all accuracy measurements. The root cause of the reported dextrose over-infusion was not determined.

Event description:
The customer reported that at 1224 a syringe pump was programmed to infuse d12.5 (dextrose) at 6ml/hr. At 1500 the nurse stopped the infusion after discovering the patient's blood glucose level was 306mg/dl. The customer reported no patient harm; the patient's blood glucose returned to normal level by 2210.